Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was on site to troubleshoot the issue. The system was able to boot up initially, but when a test spin was performed the system shut down replacement fuses are kept in system, so the representative swapped them out and tested system. System passed all testing and was put back into use. No parts were sent back to manufacturer for evaluation. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was able to boot up initially, but they performed a test spin outside of surgery and the system shut down. There was beeping before the system shut off and the imaging system was plugged in the entire time. Troubleshooting : the rep was able to confirm the line power light was not lit up during the system being on, when connected to a known working outlet the light was black. Had medtronic representative remove the system from power and check the f11 and f12 fuses. Fuses were replaced and system working as intended. There was no patient present when this issue was identified.